Manufacturer narrative:
Unit passed self test and displacement test. Unit unable to download unit to carelink pro due to several a47 alarms at the alarm history file. A47 alarms due to a corrupted history file. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had uploading issue. The self test was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.